Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
A peritoneal dialysis (pd) pt reported that during treatment he discovered a fluid leak. He discontinued treatment and switched to manual treatment. The set was not made available for evaluation. During follow up the pt reported that he had reported the event to his pd nurse. He did not have signs of infection. His effluent remained clear. He was not prescribed antibiotics.